Event description:
Complaints of hand swelling and pain in joints/muscles, severe headaches and all over body pain, breast tenderness and fatigue, muscle spasms in shoulders, soft tissue swelling, left wrist, polyarthralgias and polymyalgias, sicca symptoms in eyes and mouth, morning stiffness, personality changes, irritable/moody, widespread musculoskeletal pain, left wrist and hand swelling, numbness and tingling left arm/hand, "achy" all of the time, headache, raynauds, temporal mandibular joint pain, lipomas, asymmetrical breasts, tendon synovitis, nausea, gastritis, weakness, stomach flu, myalgia chills, osteoarthritis and mild degenerative disc disease.